Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. One used needle-suture piece and one empty labeled winding former of product code sxmp1b101 were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a knee replacement procedure on (B)(6) 2019 and barbed suture was used. The suture broke during skin closure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.